Manufacturer narrative:
This report is submitted retrospectively because the original report is not visible in maude database.

Event description:
Vivo 50 ventilator shut down during the change of the external battery while giving a loud alarm. The patient did not get enough air. He had to be ventilated manually by anaesthesia bag. This report is submitted retrospectively because the original report is not visible in maude database.